Manufacturer narrative:
Patient information is unknown. Implant date is unknown. Explant date is unknown. The 510k: 1 unknown ex-fix clamps /unknown lot. Part and lot number are unknown; UDI number is unknown. Manufacture date unknown. Complainant part is not expected to be returned for manufacturer review/investigation, but has yet to be received. Telephone number: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that several rods does not fit into the clamps. This leads to loose fracture reduction stability and alternatively used 2.5mm k-wire instead of carbon rods to hold the fracture. Patient fracture was stable. The surgery was prolonged to 25 minutes. Concomitant devices: 15x 2.5mm k-wire, part/lot unknown. 13x unk clamps, part/lot unknown. This report is for 1 unknown ex-fix clamps. This is report 8 of 8 for (B)(4).

Manufacturer narrative:
Initially reported concomitant devices - 13x unk clamps, part/lot unknown are not concomitant and were reported as impacted products. The 15x 2.5mm k-wire, part/lot unknown are not concomitant. Device malfunctioned intraoperative. Device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that fracture was stable. This report is for thirteen (13) unknown ex-fix clamps.